Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.

Manufacturer narrative:
One smiths medical medfusion 3500 syringe pump was returned for analysis. Cracks were found on the top case by lower left corner also cracked on right plunger case and broken bottom case. Motor rate error was found in upon review of the device history log. Occlusion tests were run; verifying the complaint. A combination of the motor assembly, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Based on the evidence, there is no fault found as the pump had normal wear with it being over six years old., corrected data: g7, previously submitted 05-jul-2018